Event description:
Due to false and misleading advertisement in the box, incomplete and misleading info on the directions of use, and other misleading advertisement, there might have been in documented cases deaths of newborns after acquiring hiv, hepatitis, permanent impairment due to massive loads of dioxins acquired through breast milk pumped by the breastpump, permanent psychological disability due to lack of bondage established with natural breast feeding, disability aquired after leakage of known toxic products through the tubing. Also there might be in other cases not studies by rptr acquisition of other diseases. There is a book on the subject that rptr has. Other breast pumps of other manufacturers whose FDA authorization was based on medela inc have other problems and adverse events. The pressure at which the milk is extracted does not vary as promised by the company, produces harm to the mother, there is no warranty that the pressure at which the milk is extracted will release hormones as in natural feeding that will serve the anticonceptional purpose at the same rate, there is leakage of milk into some breast pumps and it mixes with the oil and materials inside the pump. There is no indication as how to discard the pump once used or directions to discard as a contaminated biological material. Also there is no indication of possible contamination of the environment. The working conditions of the breast pumps are not checked by an objective person outside of the company, as to pressure, leakage to the pump.